Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher glucose sensor scan results compared to unspecified glucose readings obtained on the competitor brand meter and noted a diagonal upwards trend arrow which indicates glucose is rising (between 1 and 2 mg/dl per minute). The customer experienced "pingling, felt hot, sticky and fizzy". The customer was able to self-treat with apple juice and glucose gels. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor result of 8.10 mmol/l was compared to a competitor brand meter reading of 2.80 mmol/l and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.